Event description:
(B)(6) 2021 patient with epistaxis and right nare packed with quickclot x3 sprayed with afrin. (B)(6) rn notes indicate nasal packing removed. (B)(6) patient decompensates and transfers to ICU, undergoes flexible fiberoptic bronchoscopy with findings of gauze-like material extending from left bronchus above level of carina to the distal trachea. Critical care notes indicate multifactorial circulatory shock with hypercapnia related to airway obstruction and septic pna. Reference reports: mw5107443, mw5107443-1 and mw5175399.